Event description:
It was reported that there was high threshold. The lv (left ventricular) lead was turned off. No patient complications have been reported as a result of this event.

Event description:
Further information was received indicating that the lv lead usage had continued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5076-52 implantable pacing lead, (B)(6) 2009; 694765 implantable tachy lead, (B)(6) 2009. (B)(4).